Manufacturer narrative:
On 07/21/2021, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). During the functional testing, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message. The root cause of the system error was due to a defective processor board, likely attributed to a defective component. Upon visual inspection, noticed a cracked front enclosure. The observed damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The archive data revealed a system error 139 (unable to hold compression position) message. A defective processor board was replaced to remedy the fault. In addition, the archive showed user advisory (ua) 25 (pause position out of range), user advisory (ua) 26 (decompression position not reached), and fault code 27 (encoder fault) as a result of the defective processor board not controlling the brake correctly. The brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed functional testing due to the system error, out of service, revert to manual CPR error message. No patient involvement.